Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During the evaluation, fse found that the qc range is set higher than the assay range for ft3, which is why the >h value was resulting. The free triiodothyronine (ft3) biorad level 3 quality control (qc) range was 17.2 pg/ml-25.0 pg/ml. There was no problem with the level 3 ft3 qc. Fse ran mac quality controls for ft3 and ft4 and all levels were in range for ft3. Quality control level 1 and 2 for ft4 were out of range high and level 3 was in range, matching with the customer's previous observation. Wash and diluent containers were decontaminated with diluted bleach solution. The substrate line was decontaminated with diluted bleach solution and all new solutions were made fresh. Fse then reran mac quality controls and all results for both ft3 and ft4 were in range. Fse reran biorad quality controls and all results for both ft3 and ft4 were in range. Fse also ran the proficiency tests which had previously failed and both ft3 and ft4 passed within range. A precision study was performed for both ft3 and ft4 using 10 replicate samples. The study showed that the mean results of the ft3 mac qc level 1 and 2 were in range and the mean result of the ft4 mac qc level 1 was in range. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) and ft4 biorad lot 40350 from 09-sept-2017 through aware date (B)(4) 2018. There was one similar complaint found during the searched period. The analyte application manual for st aia-pack for ft3 and ft4 state the following: evaluation of results: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft4, the highest concentration of free thyroxine measurable is approximately 8.0 ng/dl, and the lowest measurable concentration is 0.10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 9.0 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Circulating autoantibodies to t4 may interfere with the free thyroxine measurements. Hormone-binding inhibitors may interfere with the free t4 assay. Heparin may cause in vivo effects in free t4 assays. Blood collection for free t4 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. Drugs which affect the binding of t4 to the thyroid hormone carrier proteins or affect the metabolism of t4 to t3 may complicate the interpretation of free thyroxine results. In patients with severe non-thyroidal illness (nti) in whom the free t4 yields results indicating hypothyroidism, it is suggested that the aia-pack tsh 3rd-gen or st aia-pack tsh assay be run to confirm this diagnosis. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft3, the highest concentration of free triiodothyronine measurable is approximately 25.0 pg/ml, and the lowest measurable concentration is 0.5 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 25.0 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 25 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Heparin may cause in vivo effects in free t3 assays. Blood collection for free t3 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. Specimens from patients under treatment with diclofenac sodium and mefenamic acid may demonstrate falsely elevated results. Patients with anti-t3 antibody may also show falsely elevated results. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event was due to possible contamination of the wash, diluent, and substrate. After decontamination of the instrument, the proficiency tests were in range.

Event description:
A customer reported that the free triiodothyronine (ft3) and free thyroxine (ft4) assays failed the american proficiency institute (api) survey on the aia-900 instrument. The customer reported that the ft3 biorad quality control level 3 resulted in >h value. Quality control level 1 and 2 were in range. The ft4 biorad quality control level 1 and 2 also resulted in values above the control range. The biorad lot number being used was 40350. The st ft3 and st ft4 proficiency results that failed were all below the acceptable range: (B)(6). The following results were rerun on the 900 after the decontamination process: (B)(6). There was no indication of patient intervention or adverse health consequences due to the discrepant results.